Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system including an ipg on (B)(6) 2011. It was reported that he was unable to locate his ipg with the charging system. In an effort to resolve this matter, a replacement charging system was shipped to the patient. No further information is available at this time as all attempts to confirm resolution have been unsuccessful. According to the manufacturer's registration records, the patient's ipg remains implanted.